Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported the patient presented to the hospital with chest pain and shortness of breath. A CT scan showed lead perforation. The physician performed pericardiocentesis and the lead was explanted. The patient is currently wearing a life vest, and a new lead will be implanted. The physician did not believe the lead would be returned for analysis.